Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda per the physician was related to difficult imaging and taut leaflets. Image resolution poor is related to procedural conditions as imaging was reported to be difficult. Mitral valve insufficiency/regurgitation appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported on (B)(6) 2024 that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. It was noted that there was challenging imaging. One clip was implanted. The final mr grade was 1. On (B)(6) 2024 a single leaflet device attachment (slda) was observed. The clip was detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 2+. Per the physician, it was noted that the cardiac imaging affected the ability to ensure leaflet insertion. The leaflet appeared taut.